Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: whisper extra support, guide cath: 6 french guideliner. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The nc trek 3.50x20 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the 3.5x20 nc trek was inflated three times at 14 atmospheres for post dilatation of the stented right coronary artery (rca), but was difficult to remove from the 6 french guideliner. The 4.0x20 nc trek was inflated four times at 12 atmospheres for post dilatation of the rca and was also difficult to remove from the same guideliner. A non-abbott nc balloon was inflated twice at the rca, but no resistance was felt during removal through the same guideliner. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.